Event description:
A bipap pro biflex device was returned to a third-party service center as part of the uno recall process with no initial alleged complaint. During the evaluation of the device, the service technician observed visible foam particles inside the blower kit. Additionally, the service technician noted dust fail contamination present. The device was scrapped by the service center after the evaluation was completed.